Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented to the hospital due to syncope. The patient reported being shocked by the device, but no vt/vf events were found during the follow-up. The device was explanted and replaced to insure the patient had treatment when needed. The patients condition was stable after the event. The patient was monitored in the hospital for several days before being discharged.

Manufacturer narrative:
Upon receipt, the device was interrogated and was found to be at eri. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and using automated test equipment, and no anomalies were found.